Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2010 and performed all self-tests up to the 15th july 2012. The device records temperatures below the recommended minimum standby temperature. Multiple manual power ups of ten minutes duration was observed in the device memory between the 18th july 2012 and the 24th april 2015. The pad-pak became depleted during this time and further pad-paks were installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.